Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post-implant, exit block was observed in the atrium. As a result, high threshold measurements were noted on the right atrial (ra) lead. A chest x-ray was performed and confirmed dislodgement. As a result, a repositioning procedure was scheduled. The physician planned to perform the procedure without support from the field representative. No adverse patient effects were reported.